Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 305211 and lot number 8250854. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister and the plastic shield has been removed. The needle has white epoxy drip over at the middle of the needle. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. It may have happened that jam occurred at the cannulator inducing the white epoxy drip over on the needle. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "> 10mm in length" of glue was found on the bd¿ blunt fill needle with filter. The following information was provided by the initial reporter: "we received a complaint about the above filter needle from a (B)(6) customer. The reason for the complaint were large residues of glue on the filter needle. The residue is in the middle of the needle and is > 10mm in length"